Event description:
It was reported that during ukr while entering cut mode, navio produced errors. Occurred twice and exchanged handpiece.

Manufacturer narrative:
H10. H3, h6: the device used during treatment was returned, along with the log files for investigation. The initial visual evaluation of the log files found over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The initial visual inspection of the handpiece was performed and found no over current errors message nor any damage, which confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.